Event description:
A cusa excel console 110v ac with footswitch was involved in an event which was described as follows; "unit was being used during a case, operating room staff smelled a carbon type smell. They didn't know what the smell was, so called in someone else maybe (safety person) and then a fire alarm was initiated." The biomedical technician opened the unit's side panel and noticed the vacuum pump control board had transistors that were melted.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.